Event description:
Caller reported their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to check power sources and perform a reset sequence, which resolved the issue, allowing the pump to function as intended and the user to access its features while unplugged.